Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the lead "slipped off, and surgery yet to replace". No further information is available or can be obtained. No patient complications have been reported as a result of this event.